Event description:
A customer' parent reported via phone call indicating that the customer's insulin pump alarmed. The patient's blood glucose level was 233 mg/dl at the time of the call. The customer stated that the drive support cap was sticking out and the battery cap is almost stripped. The parent was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: a33 alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime/a33 test due to loose drive support disk. Unit received with stripped battery cap coin slot. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received missing end cap sticker.